Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings, and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Functional testing of the device was performed. The reported "leaflet being higher than the other two" was not reproduced during the standardized pulsatile flow testing performed at edwards under simulated normal physiological conditions. The total regurgitant fraction (trf) measured under simulated normal aortic physiological conditions was 3.2% (1.2% closing and 2.0% leakage), which is 4 times lower than the 15% maximum regurgitant fraction allowed for a valve this size. The reported "third degree aortic insufficiency" was not reproduced during the standardized pulsatile flow testing performed at edwards under simulated normal physiological conditions. The returned valve was observed to have notable separation between two leaflets. The location of this separation corresponds to the location of the hematoma, which likely influenced the appearance of the leaflets in air, and is unlikely the result of a manufacturing-related valve defect. This separation was observed to disappear when the valve was subjected to pressure. Based on the information available, the returned valve demonstrated adequate functional performance during in-vitro testing. Therefore, it is likely that the reported leaflet anomaly and resulting regurgitation were the result of factors present in-vivo, potentially including interference with the patient's anatomy or improper seating of the device. An edwards defect is not confirmed.

Manufacturer narrative:
H3: device evaluation: the device was returned for evaluation. Customer report of "leaflet being higher when comparing with the other two what lead to aortic insufficiency" was unable to be confirmed. X-ray demonstrated wireform intact. Hematoma was observed on leaflet 3 at outflow aspect. Suture holes were visible around the sewing ring. Wireform exposed around leaflet 1 on the outflow aspect. Multiple suture threads remained attached to the sewing ring. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from germany that this inspiris resilia valve model 11500a25 implanted in aortic position was explanted from this patient due to the coronary leaflet being higher than the other two, which lead to third degree aortic insufficiency. As reported by the surgeon, shortly after the patient was transferred from the operating theatre the reported issue was discovered, causing the patient to return to the operating theatre for chest re-open and device explant. The first echo revealed no problem, but later on the insufficiency was observed. Another 25mm bioprosthetic valve was implanted in replacement.